Event description:
It was reported that during a ptca procedure involving a calcified and 100% stenotic lesion in the rca, the shaft of the catheter broke during advancement. No patient injuries or complications were reported.